Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, a transient ischemic attack occurred. The patient immediately experienced blurring of the right side of vision post-procedure. The patient's anticoagulant had been discontinued prior to the event. It was surmised by the hospital stroke team that the patient likely experienced a transient ischemic attack in the context of paroxysmal atrial fibrillation and anticoagulant cessation. The anticoagulant was restarted, and the patient was hospitalized overnight for observation of neurological changes. The patient remained well overnight with no recurrence of symptoms and was discharged the day after the procedure. No further patient complications have been reported as a result of this event.